Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was experiencing high blood glucose levels up to 600 mg/dl and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 588 mg/dl. Blood glucose level at the time of the call was not provided. Troubleshooting was not completed. The insulin pump was not replaced or returned for analysis.